Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The devices were discarded; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were provided and reviewed by a healthcare professional. The review identified that the patient had an anatomical total shoulder arthroplasty. Subsequently, during the 7-year follow-up, the patient reported moderate pain and limited range of motion. Underwent a conversion to a reverse total shoulder due to insufficient subscapular, supraspinatus, and infraspinatus tendons. All components were revised except for the stem and no additional information was provided. Based on the received medical records, a potential cause appears to be an insufficiency of the subscapular, supraspinatus, and infraspinatus tendons. Nevertheless, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item#0104227005; lot#2853488; item name#anatomical shoulder domelock, dome, centric. Item#0104214370; lot#2850137; item name#anatomical shoulder, glenoid, pegged, cemented, m. Item#0104211103; lot#2684383; item name#humeral stem cmntd 10.5-100. G2- switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00285, 0009613350 - 2023 - 00288.

Event description:
It was reported a patient had an anatomical total shoulder arthroplasty. Subsequently, during the 7 year follow-up, reported moderate pain and limited range of motion. Patient underwent a conversion to a reverse total shoulder due to insufficient subscapular, supraspinatus and infraspinatus. All components were revised except for the stem and no additional information was provided. Attempts have been made and all additional information received has been included in this report.